Event description:
During preventative maintenance of the device, the representative reported, the cardioplegia monitor "b" pressure side alarmed when the dial on the pressure stimulator was set to 20 or above. The representative stated, the issue was resolved and did not reappear during the rest of the preventative maintenance. Since the event occurred during preventative maintenance of the device, there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.